Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(6) (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. Oekg inspected the device and confirmed that the insertion tube, air/water cylinder and suction cylinder were worn. According to the information provided by oekg, the reported event may have been caused by user¿s insufficient reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(6) reported that as a result of microbiological testing, the sample collected from the suction channel of the device tested positive for escherichia coli and acinetobacter baumannii. There was no abnormality on the exterior of the device. Other detailed information such as the reprocessing method was not provided. This device is an olympus asset and there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the service department of olympus belgium n.v., the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. In addition, as a result of routine microbiological testing performed on (B)(6) 2021, the sample collected from suction channel of the device tested positive for escherichia coli (>= 100 cfu). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the reprocessing method provided by the user facility, but could not confirm any deviation from the instruction manual. In addition, omsc could not confirm any defects that could cause the reported event from the device inspection result by olympus (B)(4). The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by (B)(4) cleared the (B)(6) guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and (B)(4). Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.